Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. There was no harm or injury reported. The device's display and front panel board needs to be replaced to address the issue.